Event description:
The customer called to report that the pod had alarmed within the first day of operation. His bg levels at the time were high (greater than 250 mg/dl). No other details about the event were provided. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.